Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to correct the reported issue. No patient information available after calls to customer 12/05/22 and 12/20/22. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).